Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one lead was providing uncomfortable stimulation, and the other lead had high impedances. It was also noted that after weight loss patient also experienced discomfort at ipg site. Surgical intervention was undertaken wherein the system was explanted and replaced to address this issue. Therapy was restored post-op.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of lead a stimulation end segment found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any falls, trauma or accidents prior to the reported event.